Event description:
It was reported that on the right atrial (ra) lead channel noise was observed during patient arm movement. Technical services (ts) noted that the noise appeared to be oversensing on the right atrial (ra) lead. Technical services (ts) also recommend reprogramming options. The lead remains in service. No additional adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).